Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell and fold creases. A weight test of the device was verified, and the device underweight. A broken is found with the following conditions: striated edge on anterior, due to surgical damage; sharp edge on the posterior, due to an unidentified (tear) opening. And nicks striated. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken is found with the following conditions striated edge on anterior assessed, as surgical damage. And sharp edge on the posterior assessed, as an unidentified (tear) opening. Nicks striated assessed, as surgical tool scratch like.

Event description:
Healthcare professional reported, "rupture" against left device. The device has been explanted and replaced.